Event description:
I am suffering from chronic fatigue, joint pain, muscle weakness, blurred vision, inability to finish sentences, low b12, memory loss, vertigo, constant sore throat, my legs feel like lead, brain activity while sleeping, painful shoulder joints, sensitivity to sound, ibs, ringing in ears and weakness. I have allergan textured breast implants. Blood tests are all coming back clear.